Event description:
It was reported that during a hals total colectomy procedure, the surgeon attempted to use clip applier to control bleeding. Some of the clips formed without incident but on following deployments, the clips scissored and failed to ligate vessels. There was no pt consequence. The device will be returned for analysis.